Event description:
Lasik ou (B)(6) 2017 first eye (od) completed without incident. Os developed an air bubble in the anterior chamber after flap creation. Waited for bubble to dissipate. Excimer treatment 2 hours later. Follow up as scheduled. Patient reports rainbow glare at 1 week post-op vasc 20/25 od, 20/20-os. (B)(6) submitted log files and notified medical safety via email 02/18/2017. MFR ref #3003288808-2017-00489.